Manufacturer narrative:
In the returned questionnaire, the physician indicated the following: at implant a hole in the reservoir was observed; there was no apparent info in the pt's history which may have contributed to this occurrence; there was no difficulty experienced during implantation; the pt did not report difficulty not apparently damaged during the explant procedure. The reservoir and a connector with attached reservoir tubing were received and evaluated by the MFR. Functional testing of the received components revealed no anomalies. Based on qa's examination, no functional abnormalities with this component were detected. Thus, qa is precluded from confirming the reported "reservoir malfunction."

Event description:
The device was removed due to a "non-function". The reservoir and assembly kit component(s) only were removed and replaced.